Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustain lead noise episodes were observed. The patient's condition was stable and will be monitored.

Event description:
New information received notes that the lead was capped and replaced.